Event description:
It was reported that a revision surgery was performed due to hip dislocation.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, insufficient clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed. The patient impact beyond the reported dislocation and revision procedure cannot be determined. Should clinical information become available the clinical/medical task may be re-evaluated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches/failure mode. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.